Event description:
The staff tried to put the head of the bed down and there was a loud shrieking sound from the bed. The bed also sparked and stopped working. The staff person was shocked when she touched the siderail. Then staff smelled a burning smell. The patient was moved to a different bed and the bed was removed from service. When maintenance staff worked on the bed to fix it was noted the box that housed the circuit board had never been opened before (worked on). The circuit board is black with soot. The connector cord to the circuit board is black and melted. The box that housed the circuit is black and full of soot.======================manufacturer response for bed, advance 1000 (per site reporter)======================they are sending a tech out to look at the bed.